Event description:
Related manufacturer reference numbers: 2017865-2022-04149, related manufacturer reference numbers: 2017865-2022-04150. It was reported that the patient presented in clinic with fever. It was discovered that the patient had developed pocket redness and swelling due to infection. The whole system including the implantable cardioverter defibrillator, the atrial lead and the right ventricular (rv) lead was explanted. It was observed that the atrial lead and rv lead exhibited vegetation. Patient condition was stable during procedure and recovered post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.